Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 233 mg/dl, 293 mg/dl, 193 mg/dl (system 1), and 140 mg/dl (system 2). No adverse event reported. The strip lot number was not provided for (system 2). Return of the suspect device was requested for evaluation.